Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Pt's father contacted dexcom technical support on (B)(6) 2011 to report that pt experienced a severe reaction to the sensor adhesion tape. Pt's father described the reaction as "red bumps that ooze fluid." No medical intervention was required, but pt's father talked to pt's endocrinologist regarding the issue. Pt was fine at the time of his father's call to dexcom technical support.